Event description:
Customer reportedly obtained results of 442 mg/dl, 247 mg/dl, 155 mg/dl, 228 mg/dl, and 148 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.